Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer needed assistance with programming a bolus on the insulin pump. Customer stated blood glucose was in 400's (mg/dl). Nothing further reported.